Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained blood glucose readings of 470 mg/dl at 1:35 p.m. And 81 mg/dl at 1:39 p.m. On the contour next link meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate. The test strips information provided by the customer did not belong to this event. Therefore, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeg02b using a blood sample, which gave a satisfactory performance.